Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced ineffective stimulation. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced resolving the issue.